Manufacturer narrative:
User sustained skin reaction after using liners. Issue is found likely to be as a result of skin sensitivity or other user attributes. Likelihood of failure leading to hazardous event and resulting in a serious injury is considered to be remote. Skin reaction was moderate and user sought attention of a home health car nurse. Issue is being monitored. No further action is considered to be warranted at this time.

Event description:
User developed skin reaction and skin breakdown after wearing liners for less than two weeks. User sought medical attention.